Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 278 mg/dl at the time of incident. Troubleshooting was completed. The customer called back after going through the troubleshooting and was still having issues with the no delivery alarm. The customer was advised that there could be an occlusion either in the site, reservoir, or infusion set. The customer was advised to revert to a back-up plan and that the pump would be replaced. The pump was not returned for analysis.